Event description:
The equipment was being utilized in the facility intensive care unit, during pt open heart surgery. When an attempt was made to defibrillate the pt, the defibrillator would not discharge when the cassette discharge switch were actuated.